Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received twenty-one months after the initial observations stating this patient received three shocks due to an episode of atrial fibrillation with rapid ventricular response (rvr). Device interrogation revealed that an open circuit had been detected following the delivery of the shocks. Current shock impedance was 98 ohms and sensing and threshold measurements were within normal limits. A boston scientific technical services consultant discussed the clinical observations with the caller. A revision procedure was performed and the system was removed from service and replaced without further incident. No adverse patient effects were reported

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to a shocking impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. Efforts to obtain additinal details regarding this lead were unsuccessful. This product issue will be updated if additional information is received.